Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of non physiological noise on both the right atrial (ra) lead and right ventricular (rv) lead leading to pacing inhibition for more than four seconds and inappropriate atrial tachy response (atr) episodes with atrial-ventricular dissociation. Technical services (ts) advised on programming enhancements. No additional adverse patient effects were reported. This crt-p system remains in service.